Event description:
It was reported that when using the bd pyxis¿ medbank tower, a bin barcode error occurred, and the system indicated that the scanned barcode was incorrect. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a bin barcode error had occurred. A technical support specialist (tss) remotely accessed the machine and asked the user to recreate the process. During the review, the tss observed that the customer had scanned an incorrect barcode identified as (p) 2. The tss informed the user of the correct barcode to use so that the customer could complete the process successfully in the future. The system functioned as intended after technical support specialist investigated the device.